Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a backup battery fault alarm and the patient performing a system controller exchange were confirmed via the submitted log files. On 12sep2025, the log file captured two backup battery fault alarms due to backup battery circuit faults. The backup battery fault self-resolved in the log file in each occurrence. The backup battery fault alarm did not impact the system controller¿s ability to support the pump. On 12sep2025 the log files also captured the driveline being disconnected, consistent with the report of a system controller exchange. The system controller (B)(6) was not returned for analysis. Multiple attempts were made to obtain additional information regarding the report event; however no responses were received. The root cause of the reported events was unable to be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ explain that a caregiver should be present during a system controller exchange. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault, no external power, and power cable disconnect alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use, section 5 entitled ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 entitled ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instruction for use, section 3 entitled "powering the system", instructs the patient in how to switch between power sources to prevent loss of power. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient performed a system controller exchange. Log files from the backup controller were sent for review. The log file captured an occurrence of when the mobile power unit (mpu) lost power on 11sep2025. A backup battery fault that resolved was also captured on 12sep2025. The log file also captured the controller replacement and powered down on 12sep2025. At the start of the log file, the pump was functioning as intended.